Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer reported that the recharger and programmer would not connect and they couldn¿t charge. The patient last had stimulation 3-5 days ago and last successfully charged about two weeks ago. The patient noted that he didn¿t need to charge the implant yet. The patient mentioned charging the implant and getting the thermometer on the screen and was able to continue after the antenna had cooled. It was stated that the patient had a fall about the same time. The patient was going to have a CT scan for an unrelated reason and when he climbed onto the table for the procedure the implant became really hot. The patient explained he had not turned off the stimulator as he had not been told to and was not aware he should have turned it off. Once the patient got off the table, the hot feeling went away. The indication for use was spinal pain.